Manufacturer narrative:
Reported event: an event regarding registration failure, involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported, robot serial #: (B)(6). It was reported that the surgeon could not reregister femur after losing the femoral checkpoint. It was also noted that the "checkpoint not located but confirmed not left in the patient vi x-ray." Method & results: product evaluation and results: not performed as case session data was not provided. Product history review: review of the device history records associated with rio 049 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification (B)(4) reports no similar complaints related tka software - other for a failed registration due to a missing checkpoint. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification (B)(4) reports no records related to tka software ¿ other h3 other text : device not returned.

Event description:
Could not reregister femur after losing the femoral checkpoint. Case type: tka. Surgical delay: =15 minutes. Update: "checkpoint not located but confirmed not left in the patient vi x-ray."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Could not reregister femur after losing the femoral checkpoint. Case type: tka. Surgical delay: 15 minutes. Update: "checkpoint not located but confirmed not left in the patient vi x-ray."